Event description:
The customer reported the system displayed a collimator stuck error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. The system operates as intended.